Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to clogging of suction tube in universal cord, foreign objects come out of suction port; bending section cover or distal sheath rubber has a scratch, bending section cover or distal sheath rubber has a chip; bending section cover or distal sheath rubber had white-clouded area; connecting tube has a scratch; protector of universal cord on scope connector side has a scratch; and connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, angle defective. The issue occurred during reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that foreign objects came from suction channel. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
Updated fields: h6, h10 corrected fields: h10 (cleaning sterilization and disinfection (cds) information was inadvertently omitted from the initial and correction to outcome of evaluation) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer (h10). Correction to h10: the customer's allegation was confirmed. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. It is unknown if there was a delay to the start of pre-cleaning. During the pre-cleaning process, the customer aspirated water through the channel. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the channel outlet with a clean lint-free cloth, brush, or sponge. The customer brushed the instrument channel, port, and suction cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.